Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location, and root cause without the sample. Based on the problem description a likely cause is a y connector leak. Y connector leaks continue to be a low trend. Solventum will continue to monitor.

Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the y connector after pressure built up to 300mmhg. No injuries or medical interventions were required due to the alleged malfunction.